Event description:
On (B)(6) 2022, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she was hospitalized with a bacterial infection resulting in the removal of her pd catheter (not a fresenius product). There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6) 2022 with abdominal pain, nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the emergency department on (B)(6) 2022 presented with candida albicans in the culture and am elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was admitted to the hospital on the same day and prescribed oral fluconazole at 100 mg daily for two weeks. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler until the patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2022 due to the severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic. The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.